Event description:
It was reported by service report that the footboard had a missing lid and sharp edges were exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard lid.